Event description:
It was reported that after a diagnostic percutaneous coronary catheterization through a 5f procedural sheath, arteriotomy closure of a mildly scarred common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, a needle-to-cuff miss occurred. The second proglide device was removed and manual arterial compression was applied for ten minutes to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and the lot number was not identified; however, the investigation is not yet completed. A follow-up will be submitted with all relevant information. The other perclose proglide device is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss may be due to a number of factors including, but not limited to operator deployment technique, manufacturing, or patient anatomical conditions. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. The complaint information reported that a femoral angiogram did not reveal any presence of calcified plaque or tortuosity at the access site. It was reported that mild scarring was present at the access site and groin from a prior arteriotomy. Prior arteriotomy resulting in mild scarring is not listed in the precautions or special patient populations. A review of the lot history record could not be performed and a query of the similar incidents could not be performed as the part and lot were not reported. Based on the reported information and the inspection criteria, a definitive cause of needle-to-cuff miss and associated patient effects could not be determined. To assure that all products perform according to specifications they are subject to an inspection during manufacturing and at final inspection the devices undergo a variety of cuff, suture, and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending, and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.